Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the sensor reading were not correct. Customer did not know blood glucose reading since incident occurred 3-4 weeks ago. Customer was not able to provide data from the insulin pump for the sensor and blood glucose readings. Customer was unable to upload to carelink. Related events that may cause issues with the sensor are pressure on site and sensor pulling out. Customer was advised to monitor the sensor. No further information reported.